Event description:
It was reported that the control module's lcd screen will only respond when pressing the buttons very hard. There was no patient or case involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint. To correct the complaint the site performed touch screen calibration. The site also found the unit has a low vacuum swing and to correct this issue the vso was replaced. The lcd will not lock into place and the u-handle was replaced to correct the issue. The uniboard is missing a component and causing the unit to not save settings. The analysis site replaced the uniboard to correct the issue. After servicing the unit passed all qa functional testing. Complaint information is trended on a regular basis to determine if further investigation is warranted.